Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection. A revision was performed and lv lead, along with the associated cardiac resynchronization therapy defibrillator and right ventricular and right atrial leads, was explanted. No additional adverse patient effects were reported. The lv lead was not returned for analysis. The patient expired four days following the system explant. No further information was provided.

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular lead, right atrial lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. The lv lead was not returned for analysis.